Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 390-545 mg/dl. Elevated blood glucose was addressed by manual dose injection. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.